Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information and unknown patient information, the causes for shock, cardiogenic, cardiac arrest, renal failure, hemorrhage, myocardial infarction (mi), cerebrovascular accident, cardiac tamponade, ventricular fibrillation and EKG/ECG changes cannot be determined. The patient effects shock, cardiogenic, cardiac arrest, renal failure, hemorrhage, myocardial infarction (mi),cerebrovascular accident, cardiac tamponade, ventricular fibrillation and EKG/ECG changes are listed in the instructions for use (IFU), mitraclip ntr/xtr u.s., as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization or prolonged hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
Date of event estimated as (B)(6) 2018. Date of implant will be estimated as (B)(6) 2014. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature. Article title: the treatment of mitral insufficiency in refractory heart failure. The patient death(s) referenced are being filed under a separate medwatch report # the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a research article that patients who are renal transplant recipients who receive transcatheter edge to edge repair (teer) with mitraclip can experience cardiac arrest, death, cardiogenic shock, mechanical circulatory support, acute kidney injury, requirement of hemodialysis, acute mi, acute stroke, major bleeding, cardiac tamponade/ hemopericardium, ventricular arrhythmias, complete heart block, pacemaker implantation, discharges to nursing facilities and readmission. Specific patient or procedural information is unknown. Additional information can be found in the attached article "transcatheter edge to edge repair with mitraclip among renal transplant recipients".